Event description:
According to the reporter, the pt had been on peritoneal dialysis and subsequently developed peritonitis. For this reason, a hemodialysis catheter was being inserted. According to the reporter, during the insertion of the introducer, the introducer "tore abnormally." The reporter stated the introducer appeared to be scored on only one side rather than the usual two sides. As a result, the pt began to bleed. The procedure was stopped in an attempt to control the bleeding. A new introducer was obtained and exchanged for the old introducer over the guidewire. After insertion of the new introducer, the bleeding stopped. The pt lost approximately 100ml of blood. The physician wants to introducer examined as soon as possible by the co to determine if this incident is an isolated occurrence or if a lot problem exists. If the incident cannot be confirmed as isolated, the physician feels a recall should be initiated.